Event description:
It was reported to philips that there was a problem with the wireless footswitch. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wi-fi (led) indicator was solid red, and the colour of the battery was red. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the wireless footswitch. The fse re-paired base station and the wireless footswitch by referring to the manual. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that this event was not associated to any ongoing field safety corrective action. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. Therefore, this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.